Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a procedure performed on an unknown date. The patient had already completed radiation treatment and was experiencing incomplete bowel movements, pelvic pain, rectal discomfort, aches, pelvic fullness and incomplete defecation. Due to these symptoms the patient underwent computerized tomography (CT) of their abdomen and pelvis which showed a collection where the spaceoar was originally implanted. The collection seen between the rectum and prostate was referred to as an abscess. Further review of the CT images showed a uniformly hypointense center surrounded by rim-enhancing tissue. There was no contrast in the center. It was thought the hydrogel was walled off by the body and there was a hypo-echoic center. The physician had been requested to drain the collection and planned to try doing so by CT scan.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a procedure performed on an unknown date. The patient had already completed radiation treatment and was experiencing incomplete bowel movements, pelvic pain, rectal discomfort, aches, pelvic fullness and incomplete defecation. Due to these symptoms the patient underwent computerized tomography (CT) of their abdomen and pelvis which showed a collection where the spaceoar was originally implanted. The collection seen between the rectum and prostate was referred to as an abscess. Further review of the CT images showed a uniformly hypointense center surrounded by rim-enhancing tissue. There was no contrast in the center. It was thought the hydrogel was walled off by the body and there was a hypo-echoic center. The physician had been requested to drain the collection and planned to try doing so by CT scan. It was further reported the post placement magnetic resonance imaging (MRI) showed the hydrogel in the correct location. The spaceoar device had been placed "about 6 months ago". The patient came into the emergency room due to the fever, aches, incomplete defecation, and pelvic pain they experienced. The patient was observed, and the abscess was drained without complications.

Manufacturer narrative:
Blocks b5 and h6: updated based on additional information received december 13, 2022. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess.